Event description:
It was reported that the pt had passed away on (B)(6) 2012. The pt was on non-invasive ventilation with a non-vented mask. The pt was uncomfortable with the non-invasive ventilation, had ripped the mask off, and had desaturated. The physician and paramedic were at the pt's bedside when the reported event occurred. The ventilator had a pt circuit fault alarm condition at the time of the incident. The pt's condition was severe and contributed to the death. There are allegations of ventilator malfunction causing pt harm. No specific malfunction stated.